Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the cartridge compartment was damaged since about 2 months ago. No damages to the cap and no evidence of moisture in the pump were noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/24/2014 with the following findings: on investigation, the reported casing issue was verified. The cartridge compartment was found to have cracked around the edge of the pump. The pump powered up with auditory and vibratory features. No tactile issue was found with the keypad buttons. Unrelated to the cartridge compartment issue, the battery compartment also was found to have cracked below the grip pad.